Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports dry cough and sore throat. Md seen. Received multiple chest x-rays that were negative. Received prescription cough syrup.